Event description:
The customer reported obtaining high sodium patient results on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and replaced all electrodes (sodium, potassium and chloride) to resolve the issue. The fse performed calibration and verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).